Event description:
(B)(4). I have chronic fatigue, constant pelvic pain, constant lower back pain, dizziness, nausea, huge blood clots, extremely heavy periods I fill a super plus tampon in an hour and a half, longer periods horrible cramps, I have just found out that the coil on my left side is predominately within my uterus. Which I will have to have surgery to correct .

Event description:
#Medwatcher #followup1 #fdamw5041558 #(B)(4). Will be having a hysterectomy on (B)(6) 2015 to remove my uterus, fallopian tubes, and my cervix because of essure. I'm only (B)(6), I shouldn't have to have this surgery.